Event description:
This lead was capped when the pacemaker was exchanged for expected eri. No reason was given for why the lead was capped, but it was replaced with an lv lead. Attempts to obtain additional information have been unsuccessful. Should additional information become available, this event will be updated. On 5/5/16 - per hospital, this lead was capped so the lv lead could be implanted to alleviate pacer-induced cardiomyopathy.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.